Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line broke off at the insertion site tip.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. First, the code no. Does not match to the sample. Code (B)(4) has a pink adapter but the sample has a wing. We received two parts of a catheter as a sample. The catheter snapped approx. 8 mm distal the junction of catheter and extension tube. The returned catheter fragment was with distal tip making and had snapped at approx. 12,2 cm. The catheter had been elongated starting at the 7cm marking. A catheter fragment of approx. 18,5 cm length was missing as the sample was a 30 cm long catheter. Microscopic examination of the breakage area near the wing showed an untypical surface which we haven't seen before. The surface was extremely jagged, and the catheter looked squeezed and twisted. We do not know what happened to let the catheter look like this. The proximal end of the returned catheter fragment was rough and uneven - typical signs for a catheter breakage due to an overload of tensile force each catheter is leak and flow tested during production and a randomly tensile test is carried out. Tensile force was between 2,99 and 4,07 n and therefore within our specification the batch history review did not show any deviations within this product lot. For batch no. 4204361 this is the fourth, for batch no. 5178961 the second complaint. Regarding a snapped code (B)(4) this is the (B)(4) complaint within the last three years. As the catheter worked well for four days a manufacturing fault could be excluded. Corrective action: no corrective action will be taken at this time. However, both vygon (B)(4) and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
PICC line broke off at the insertion site tip.